Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was broken outside of a surgical procedure. There was no fragment fall into the patient and the patient has not returned to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace failed to be recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the complaint was not confirmed by failure analysis. The harmonic ace was placed and driven on an in-house system and passed the recognition and engagement tests. The recognition test was performed a total of three times and passed. The harmonic ace moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. A review of the log shows no errors. Failure analysis found additional observation not reported by site that is not related to the customer reported complaint: the harmonic ace was found to have a blade broken. The blade broke at roughly 0.1¿ from the base. Broken piece was returned.